Manufacturer narrative:
One 7209485 disposable meniscus mender ii set used in treatment, was returned for evaluation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Policy is to return product as found. The allegation was observed. Just the snare loop wires were returned with broken head to shaft welds, which is the cause of the failures. To avoid components from shifting within the package, individual component storage cradles are intentionally snug. The heads of the braided loop components snap into their packaging cavities. Use of the distal end (head) to remove snare loops from the tray may result in weakening, bending or complete fracture between at the head and shaft connection. Proper method of retrieval is to push and pop the head of the component from the back of the cradle. Engineering evaluation confirmed the product met specifications at the time of distribution. Complaint history review indicated similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. The condition was confirmed during further investigation by engineering. This resulted with initiation of a corrective action and potential process change. Root cause was addressed via surveillance and corrective action for the product family. The laser welding process validation has been completed and showed improvement, however it was decided that further improvements would be pursued. Corrective action has been updated to pursue additional actions related to design and/ or process changes, with a due date of october 2020. This is an ongoing action at this time. Allegation rate of occurrences continue to be monitored via surveillance.

Event description:
It was reported that the meniscus mender needles were damaged, the handle was broken. The incident occurred before the procedure; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.